Event description:
The explanted device was received in (B)(6) office. According to the derf, the user has been explanted as he suffered from an infection and skin breakdown. The user was experiencing redness and pain. Furthermore the stimulator was exposed. This report refers to 9710014-2024-00088. For further information please refer to this report.